Manufacturer narrative:
This report is submitted on oct 06, 2023.

Event description:
Per the clinic, the patient experienced an extrusion of receiver/stimulator (specific date not reported). The device was explanted on (B)(6) 2023. It is unknown if there are plans to reimplant the patient as of the date of this report.